Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history records of the product code/lot# combination was conducted with no relevant findings. A search of the complaint files did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the anchor didn't work. The following information was provided by the user facility: there seem to be no anchor in the system. Puncture in right femoral artery. Device was pulled out of the patient when it was observed that the angioseal did not work. They used an angio seal vip device 8f. The anchor couldn`t be placed, it seemed there wasn`t an anchor in the device. So they pull it completely out of patient and stopped bleeding with manual compression. Manual compression was applied to achieve hemostasis. Patient is stable, no consequences.

Manufacturer narrative:
This report is being submitted as follow up no.1 to provide the device returned date and the actual device evaluation. One used 8 fr angioseal vip device was returned for evaluation. No accessory components were returned with the device. The returned component was subjected to visual analysis where a blood like substance was found along the hemostatic sheath and carrier tube assembly. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. The device was subjected to functional testing. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position. When this occurred, the anchor retracted back into the carrier tube assembly due to the presence of a crack in the hemostatic sheath. The material of at the fracture was examined under 6x for any inconsistencies to determine if the characteristics of the crack. The material had a smooth appearance indicative of the hemostatic sheath being exposed to a sharp edge. The crack was rather linear and did not traverse the circumference on the sheath. The crack propagated 1.125" from the distal tip of the hemostatic sheath. Based on the evaluation performed the complaint could be confirmed for pullout. The cause of the pullout was due to the presence of the crack, which appeared to have been caused by a straight edge. The root cause of when the device was exposed to a sharp edge is unknown if this occurred during the manufacturing process, user handling, or use. Visual inspections of the hemostatic sheath are in place to catch such anomalies in the manufacturing process. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.